Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation. According to the service manual for hamilton-g5, test mode 8: mixer calibration & checks, is for checking leaks in the tank, mixer and heliox connection, correct mixer valve operation, correct tank overpressure valve operation, and allows mixer gain calibration. According to the complaint description, while the test was preformed, tf5507 showed up on screen. The manufacturer recived the logfiles for analysis. On the day of the event, the device alarmed once with tf5507. No "loss of mains power" alarm was recorded on (B)(6) 2024. Line 3943: 2024-10-08 18:11:48 tf : 5507 tech fault 5507. The root cause was identified as a defective sensor board. Following the replacement of the sensor board, the device functioned normally and the issue was resolved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following description: during the preventive maintenance at the test 8 mixer calibration and checks, when transitioning from 80% o2 to 60%, the alarm for loss of mains power appeared, followed by the tf5507 alarm.